Manufacturer narrative:
Device evaluated by MFR: promus element plus,mr,ous 2.50x12mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts on the proximal end and mid-section in a lifted state. The undamaged crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 26-jul-2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 100% stenosed, 2.50mmx12mm, eccentric de novo target lesion with >45 and <90 degrees bend was located in the mildly tortuous and mildly calcified left anterior descending artery. Following pre-dilatation, a 2.50x12mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device. There were no complications reported and the patient status was stable. However, returned device analysis revealed stent damage.